Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(6).

Event description:
The customer stated that a falsely elevated architect potassium result of 6.63 mmol/l was generated for a patient sample (ID (B)(6)) that retested at 4.80 and 4.82 mmol/l. No adverse impact to patient management was reported.

Manufacturer narrative:
No other similar complaints have been received against the lot of ict diluent used by the customer. In addition, there are no atypical complaint trends identified. A review of the instrument logs for architect system serial number c802298 was performed. The suspect patient potassium results were located, including the repeat analyses. The actual sid is 2009187013. The customer-provided sid could not be located. However, the potassium results for sid: 2009187013 exactly match the customer's complaint data. Potassium analyses performed before and after the suspect patient sample showed no results-related issues or questionable results. In addition, the sodium analysis performed on the same sample at the same time showed an expected result of 143 mmol/l. The calibration performed prior to the suspect sample was unremarkable and quality control results were within specs. The most likely cause of the suspect high potassium result is fibrin or a clot that impacted the potassium results only. Further analysis generated acceptable sample results with fibrin not impacting the analysis. This appears to be a sample-specific, isolated event. A malfunction is identified as the potassium result was incorrect, but it is inconclusive that user error contributed to the event. No system issue is identified. No deficiency is demonstrated.